Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high impedance and a possible fracture. The lv lead was capped and replaced by an existing implanted, capped lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the previously capped lead due to high impedance was tested and high thresholds were noted. The lead remains capped.